Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a replace battery now alarm without receiving a low battery alert prior. Customer reported that newly changed battery would sometimes last less than one hour or it may last a few days. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.